Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 7 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for replacement was reported as calcification on the posterior cusp and left cusp, possible patient prosthesis mismatch, and a gradient measure of 38mmhg. The surgeon indicated mobility of the right cusp and left posterior cusp were preserved. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.